Event description:
A customer contacted baxter's tech service ctr regarding feeling full in the last fill of therapy using a homechoice device. The home pt had bypassed a negative ultrafiltration (uf) alarm in the previous cycle. The pt had filled with 1583ml of a programmed fill of 2300ml. The uf was a negative 1260ml. The baxter tech service rep (tsr) put the home pt into a manual drain and the home pt drained back 2927ml. The home pt then felt empty. Tsr helped the home pt to end therapy. Home pt will finish therapy with manual bags. Tsr explained that it is not advisable to bypass a negative uf alarm without trying to drain first. Home pt refused to return device for eval.